Event description:
It was originally reported the menu button on the infusion device always responds but must be pressed hard. No physiological effects were reported. The infusion device was evaluated, and it was found the menu button does not respond as intended due to particles of plastic inside the button housing. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button, and these particles temporarily isolate the area of contact inside the button housing.